Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when scanning the adc freestyle libre sensor using freestyle librelink compared to a competitor's brand meter. On (B)(6) 2019, the customer experienced being light-headed, was unable to treat themselves, and was taken to the hospital and treated in an injection of insulin for hyperglycemia. A blood glucose of 165mg/dl was compared to a sensor scan of 100mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor plug was properly seated in the mount. Data was extracted from the returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed. The device history review (dhrs) for the libre sensor and sensor kit were review. The dhrs showed the libre sensor and sensor kits passed all tests prior to release. No malfunction or product deficiency was identified. Section serial number has been updated to (B)(4) based on the returned product.

Event description:
A customer reported lower values when scanning the adc freestyle libre sensor using freestyle librelink compared to a competitor's brand meter. On (B)(6)2019, the customer experienced being light-headed, was unable to treat themselves, and was taken to the hospital and treated in an injection of insulin for hyperglycemia. A blood glucose of 165mg/dl was compared to a sensor scan of 100mg/dl. There was no report of death or permanent injury associated with this event.